Manufacturer narrative:
Tw ID# (B)(4). The device has not yet been returned to maquet cardiac surgery for evaluation. We are following up with the customer for the return of the device. A supplemental report will be submitted if the device is received.

Event description:
The hospital reported that during preparation for a coronary artery bypass procedure, hst iii system (3.8mm) tension spring got caught in the main body and could not be removed, and it remained inside the main body. A new device was issued, and the operation was completed without any problems, and there were no problems for the patient.

Manufacturer narrative:
Trackwise#: (B)(4). Updated sections: b4, d10, g4, g7, h2, h3, h6, h10. The device was returned to the factory for evaluation on 10/25/2023. An investigation was conducted on 10/26/2023. A visual inspection was conducted. Signs of clinical use and evidence of blood were observed on the device. The seal and tension spring assembly was returned inside the delivery device with the seal fully deployed. The blue slide lock was observed to be off allowing the white plunger to be depressed. Blood was observed inside the delivery tube, indicating an attempt was made to deploy the seal into the aorta. The seal and tension spring assembly was able to be removed from the delivery device with no physical difficulties. The blue suture thread was observed to be broken, however we are unable to determine at what part of the procedure this occurred since no nonconformities were observed on the device. No cracks or delamination were observed on the seal. No measurements were taken due to the presence of blood in the delivery tube. Based on the returned condition of the device and evaluation results, the reported failure "fitting problem" was not confirmed. The lot #3000296908 history record review was completed. There were no ncmrs, rework, or deviations documented for the reported lot number. Based on the DHR/lhr review results, it was determined that there is no relation between the batch manufacturing process and the reported failure.

Event description:
N/a.